Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was due to massive tension on the valve and leaflets. The reported mitral regurgitation was a cascading events of the slda. Mr is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4614 serious injury/ illness/ impairment codes added: health effect- impact code: 4607

Event description:
On (B)(6) 2025, the patient was presented with grade 3-4 functional mitral regurgitation and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted. The mr was reduced to grade 1 post procedure. It was informed on (B)(6) 2025 that echocardiography follow up on (B)(6) 2025 revealed single leaflet device attachment(slda) had occurred. Recurrent mr of grade 3-4 was reported. Per the physician, slda was due to massive tension on the valve and leaflets. Patient had prolong hospitalization. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.